Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review was conducted for potentially associated lot numbers h13h08043, h13h20055, h13k04070, h13k06034, and h14a22089. There were no issues detected during manufacturing processes. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The patient was treated with vancomycin intraperitoneally (ip) (1g, daily) and fortez (ceftazidime) (ip) (1g, daily) for peritonitis. Four days after hospitalization, the patient was discharged. Nine days after hospital discharge, vancomycin and ceftazidime treatment were discontinued. At the time of this report, the patient was recovered from the event, and dianeal therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available. This is report 3 of 3.